Manufacturer narrative:
The customer performed a system eval and an unspecified fuse was replaced. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l svc info was provided.

Event description:
It was reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.